Event description:
It was reported by a customer on (B)(6) 2010, the aiming beam fired straight out of the fiber at 67,000 joules. Also, it was reported there was a bright flash and the aiming beam disappeared. Per the customer, it was also noted the end of the fiber was missing. Also, it was reported the end of the fiber was not in pt after visual examination.